Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The patient was seen for a follow-up appointment and was discovered to be in supraventricular tachycardia. The patient was sent to the emergency department for further evaluation, where they were administered intravenous metoprolol and carvedilol. Following the administration of the medications, an improvement in sinus rhythm was noted, with beats/min in the 90s. The patient¿s automatic implantable cardioverter defibrillator (aicd) was interrogated and revealed episodes of atrial fibrillation/flutter with rapid ventricle rates since the previous evening. No aicd shocks were noted. The event reportedly resolved on (B)(6) 2019 and the patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they received a heart transplant ((B)(6)). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for follow-up post cardiomems placement when the patient was noted to be in supraventricular tachycardia. The patient was referred to the emergency department for evaluation, where he was treated with metoprolol 5 mg IV x2 and carvedilol 6.25 mg x1. There was improvement in rhythm to sinus heart rate in 90s. The patient¿s aicd was interrogated and revealed episodes of atrial-fibrillation/flutter with rapid ventricular response (rvr) since the evening of (B)(6) 2019. There were no ventricular arrhythmias observed and no aicd therapy administered.